Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a missing component. It was not specified which component was missing from the set. This was noted during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the roller clamp was missing from the device. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.